Event description:
It has been reported that a revision surgery was performed due to loosening of the femoral and patellar components. The surgeon stated that the patella appeared to loosen due to cement mantle failure.

Manufacturer narrative:
The purpose of this investigation was to determine the cause for the patella and deuce femoral components becoming loose. Macroscopic photo analysis and dimensional inspection were performed on the retrieved patella. Upon visual examination, the patella component has scratches on the articulating and backside surfaces. The critical dimensions of both the patellas were checked against (B)(4) and drawing # (B)(4) using standard operator self-inspection instruments. The dimensions profile, height, overall diameter, and thickness for both the components could not be accurately measured due to the deformation present. Both the femoral components have cement bonded onto the grid blasted surface. The polished articulating surface of the components have scratches that likely occurred during in vivo articulation. Based on the dimensional and visual analysis the factors that could have contributed to the patella and femoral components loosening could not be determined. Laboratory tests have shown that cement preparation, cement surface contamination, and surface roughness can have an affect on cement adhesion.